Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not fully rewinding. Reportedly, the patient experienced a blood glucose (bg) over 250 mg/dl, but less than 500 mg/dl without symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: there were multiple occlusions alarms observed in the black box history on the date of the reported rewind issue; the force at the time of the occlusions was high. A rewind, load, and prime sequence was successfully completed with no alarms emitted. The piston was able to rewind and fully load. The original complaint could not be verified or duplicated. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no alarms occurring. An occlusion was induced and the pump gave the appropriate visual and audible ¿occlusion detected¿ alarm.